Manufacturer narrative:
Additional information: the device was evaluated. A visual inspection was performed with the naked eye which noted the molded port was missing the tip protector. The reported condition was verified. The cause of the event was determined to be manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the "connector cap" of a continuous ambulatory peritoneal dialysis (capd) disconnect y-set was missing. This was observed before use at the hospital. There was no patient involvement. No additional information is available.